Event description:
"Needle broke off in abdomen" and "abscess at injection site" concerns a female using novofine 30 needles (duration unk) for type 2 diabetes mellitus. The consumer reported that in 2006 a novofine 30 needle broke off in her abdomen after the injection. The consumer cleansed the area with hydrogen peroxide and then removed the needle intact, which she discarded. In the following day the consumer noticed that the area was swollen with evidence of pus. In 2 days late she was seen by her physician at which time a wound culture was performed. The consumer said that the physician told her it was an abscess. Since that time she has been treating the area within bacitracin as needed per her physician's instructions. The consumer is scheduled to follow-up with her physician in about a week later. The consumer states that she does not reuse her needles and that the needle in question did not have any visual abnormalities. The needle and needle hub were discarded after use, but an unused sample from the same box and lot number is available and will be returned testing. As of 20-04-2006 the unused sample has not been returned to novo nordisk.